Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the pump's black box showed no evidence of a load step malfunction. The force calibration check passed. During investigation, a cartridge was filled to 100 units. The rewind and load steps were performed and the piston stopped at 100 units. The display showed the expected 100 units. No load step malfunctions or call service alarms were duplicated. The force sensor pins were seated and the solder connections were intact. No evidence of cracked force sensor traces was found. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the ¿load step¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.